Event description:
In 2007, this patient was implanted with gore excluder aaa endoprostheses trunk-ipsilateral leg component, contralateral leg component and two iliac extender components for the treatment of an infrarenal abdominal aortic aneurysm. When the procedure was completed, a slight proximal type I endoleak was observed. The physician decided to wait and watch in hopes that the endoleak would thrombose off. The endoleak did not thrombose off, so the physician decided to perform a reintervention. On eight days later, the physician implanted an aortic extender component to resolve the type I endoleak.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.